Event description:
The manufacturer received a voluntary medwatch (mw5106100) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient sinus infection, asthma, rash, headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has yet to be returned for evaluation.